Event description:
The customer reported the device ready for use indicator displayed red x, service unit (service required) displayed, and the device status log contained ECG front end autotest power pca entries. Running the operational check would clear the condition for a while but then the condition would return. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported the device ready for use indicator displayed red x, service unit (service required) displayed, and the device status log contained ECG front end autotest power pca entries. Running the operational check would clear the condition for a while but then the condition would return. There was no report of patient involvement or adverse patient impact. Philips confirmed this condition and found that the device failed the pads/paddles ECG segment of the operational check. Philips resolved this malfunction be replacing the power pca.